Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and found a foreign object inside the nozzle, most likely due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, the bending angle was in up direction and did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover, the scope connector cover unit, the electrical contact of endoscope connector, the scope connector, the protector of universal cord on scope connector side, the universal cord, the grip, the scope cover, the switch box, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the connecting tube, all had a scratch. The connecting tube had a dent. The scope connector, the control unit, and the connecting tube, all had discoloration. The universal cord had a wrinkle. The forceps channel port was shaved. The switch4 had wear. The paint on the suction cylinder, and the paint on the air/water cylinder were both peeled. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.